Event description:
Unsuccessful attempt at angioplasty of anterior descending with persistent balloon inflation, wire fracture in the subclavian region adjacent to the origin of the internal mammary artery. Surgical intervention required, cath. Removed. Pt. Tolerated procedure and, later, was discharged.